Manufacturer narrative:
With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the iop control on the system was not working as expected during a vitrectomy procedure. At the beginning of the vitreous removal with the cutter, regular iop was active and stable as programmed however, the infusion did not start. The eye started to collapse as the surgeon was running the vitrector so the surgeon stopped. The surgeon started the infusion by manually pumping the infusion line. The eye did not go completely soft, but the softening was noticeable. The surgeon changed the iop on the system from 25 -> 5 several times but it would only go as low as 14-15. She confirmed the patients eye pressure with her finger and noted the eye was harder than 5mmhg would be. The procedure was completed without harm to the patient. Additional information is not expected for this report. This is 1 of 3 reports being filed from this facility.